Manufacturer narrative:
Users are informed of situations in which results may be affected in the sysmex xn-3000 instructions for use (IFU) chapter 11- possible sample interferences. For platelets, it warns: "where the following are present, the platelet count may be reported falsely low: platelet aggregation, pseudothrombocytopenia, giant platelets." Plt clumps can be caused by abnormal proteins in the patient's plasma that cause platelets to clump when exposed to edta anti-coagulant. The longer the sample is exposed to edta, more clumping may occur. No analyzer malfunction occurred. Analyzer performed as designed.

Event description:
A pregnant female was admitted to the hospital for delivery. A blood sample was analyzed and the results showed a platelet (plt) value lower than normal. The patient was being prepared for a c-section and the doctor ordered a redraw to recheck the low platelet value. The re-analysis resulted in the same platelet value. The initial analysis and repeat were edta anticoagulated samples. A manual blood smear was reviewed and the user noted platelet clumping. Another sample was collected in a sodium citrate anticoagulant to reduce the potential for plt clumping. This analysis resulted in a normal platelet value. It is unknown when the c-section was performed, but it was a planned procedure. General anesthetic was given to the patient instead of an epidural due to the low platelet count. A general anesthetic carries a greater health risk than an epidural. The patient sample had platelet clumping which led to the erroneously low platelet count. The user confirmed that there was no harm incurred by the patient.